Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient was found unconscious on her couch at 6:30pm. Her daughter-in-law called an ambulance and the patient was taken to the emergency room. At the ER, they checked her bg and it was 14 mg/dl. There was no information about the cgm reading during this time. The patient was treated with IV fluids with sugar. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
(B)(4). B2 outcomes attributed to adverse event - additional/correction. B3 date of event - correction. B5 describe event or problem - additional. H2 additional information/correction. H6 health effect - impact code - additional. H6 health effect - clinical code - additional. H6 health effect - clinical code - e0741 respiratory arrest.

Event description:
Subsequent to the initial MDR, clarified information was provided. On (B)(6) 2025, the patient was found unconscious on her couch at 6:30pm. It was reported that the patient had concern that her tandem pump had given her too much insulin the date of the event. The cgm readings were within range but no bg values were provided and it is unknown if the patient had taken a bg for comparison. The patient reportedly had to calibrate the sensor the monday and tuesday prior to the event due to inaccuracies (no values provided). She did not recall calibrating the sensor the day of the event. In the evening, her son heard the patient fall from the couch to the floor. She had seizure-like activity and had stopped breathing. She sustained facial bruising. The family member called an ambulance and she was resuscitated. The bg was 14 mg/dl and the cgm at that moment was not known. The patient uses only the tandem pump screen as her sole cgm display device. She was treated with IV fluid with sugar and taken to the hospital where she was hospitalized for 3 days. No additional patient or event information is available.